Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer was sticking. A field service engineer (fse) addressed the issue with the top right mini drawer 6, which was not opening properly due to the frame being out of square and the mini engine being worn out. The bent metal frame was adjusted, the area underneath the drawer pockets was cleaned, and the worn mini engine was replaced to resolve. The fse tested functionality in hardware test application. The system functioned as intended after the field service engineer repaired the device. (B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the pocket 1.6 was not opening fully and jammed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delays or adverse events or injuries reported based on this event.